Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the product is still implanted. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a znn lag screw generic on an unknown side on an unknown date. After healing of fracture, the surgeon tried to remove a cmn nail from the patient. The notches of the hip screws got broken by trying to remove the screws. Surgery was delayed by 30 minutes and was completed without removing the nail. The hip screw migrated lateral and causes pain.